Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant was not holding a charge longer than 4-5 days when it used to last two weeks since about a month ago. The patient mentioned that he had coupling issues, he could only get good coupling in two spots around the implant site since about a month ago. The implant felt flat in the pocket and no programming changes, traumas or falls were reported. The patient stated that the implant site was feeling hot since about a month or two ago. The patient was directed to follow-up with the healthcare provider to have the device checked. The indication for use was spinal pain.